Event description:
It was reported that there was no action on the touch screen when the stylus was used, and the programmer was not able to interrogate an implantable pacemaker. The programmer and radiofrequency (rf) head were returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of specification and was replaced. (B)(4).